Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that when the customer was going to give a bolus administration of insulin, the pump gave an occlusion alarm. According to the reporter, the system check determined the cause of the alarm to be the infusion site. The home care patient reported that their blood glucose levels rose to 180 mg/dl due to the interruption in insulin therapy. The home care user reported that they delivered an insulin bolus as soon as blockage was removed. No further adverse effect to user reported.